Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.